Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving angiography, balloon dilation, and stent implantation within the lower extremity, the hub of a flexor balkin guiding sheath leaked blood. Minimal blood loss was reported. Although the user reported that no other devices were used during the procedure and that nothing was in the hub at the time of the event, a video provided by the customer shows an unspecified wire guide in the hub of the sheath when the leak occurred. The procedure was completed with another device. There were no adverse effects to the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a procedure involving angiography, balloon dilation, and stent implantation within the lower extremity, the hub of a flexor balkin guiding sheath leaked blood. Minimal blood loss was reported. Although the user reported that no other devices were used during the procedure and that nothing was in the hub at the time of the event, a video provided by the customer shows an unspecified wire guide in the hub of the sheath when the leak occurred. The procedure was completed with another device. There were no adverse effects to the patient. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned for investigation. A video was provided by the customer showing a leak from the silicone disc within the check-flo valve. A wire guide was through the valve. A document-based investigation evaluation was performed. There have been no other reported complaints for this lot number. One relevant non-conformance was noted; however, all affected product was scrapped, and 100% inspections are in place to capture this non-conformance. As adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that non-conforming product exists in house or in field. The product IFU states, ¿using the side-arm of the valve, flush the sheath by filling the sheath assembly completely with heparinized saline.¿ from the information provided upon review of the customer testimony, dmr, DHR, IFU, and inspection of the provided video, cook concluded that the device was manufactured to specification and no non-conforming devices exists in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure unrelated to manufacturing or design deficiencies contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.